Event description:
I had a 8 french implantable port ref # (B)(4), from the bard access systems, out of (B)(6), implanted and there was a malfunction of the product. While going through chemotherapy, the product was implanted in the body, had surgery to have the product removed, the product broke in three pieces, had a little tearing of the artery while fishing for the product. It left a superficial blood clot.